Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(6) and was visually inspected. Results: visual inspection revealed a crack on the chamber dome underneath one of the ports. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, the nature of the crack appears to be from impact damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A healthcare facility in (B)(6) reported that an mr290v humidification chamber was found cracked after half a day of use. No patient consequence was reported.